Event description:
It was reported that the implant required moderate adjustment due to change of anatomy/calcification.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed as no images or CT-scans were provided. The surgeon noted anatomical changes and possible calcifications as contributing factors, but did not report any issues with the implant design. Although the sales rep could not provide further information or postoperative images, they confirmed the surgeons' overall satisfaction with the implants and noted that early ordering may allow for additional bone growth, which is plausible given the four-month gap between the planning scan and surgery; the device history confirmed that the peek implant was manufactured according to specifications. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.